Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator had frozen screen on startup. The ventilator was not in use on a patient at the time of the reported event. The ventilator was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the identified root cause of the reported issue was isolated to software. The ventilator was updated the software to the current revision. The unit passed all testing and operates within the manufacturing specifications